Event description:
It was reported that a faradrive was selected for pulmonary vein isolation procedure. Once crossing was attempted and side port was flushed, air bubbles were leaking through the side port. The physician continued the aspiration, but the air bubbles were still noted. No leak in the sheath nor air in patient was noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported.